Event description:
It was reported that on (B)(6) 2011, the patient underwent a xact stenting procedure in the right common carotid artery. On (B)(6) 2011, the patient was readmitted to the hospital for symptomatic atrial fibrillation and was treated with warfarin. The patient was discharged home on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized with a stroke. Computed tomography scan showed a right occipital hemorrhage. The patient was intubated and transferred to a tertiary care facility where he expired on (B)(6) 2011. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient expired on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, hemorrhage and death are known potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.